Manufacturer narrative:
The returned product consisted of a ffr comet pressure wire connected to the rfid cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed two kinks. One of the kinks was located at 174.5cm from the tip. This location of the kink also showed some peeling of the coating from the wire. The second kink was located at 38cm from the tip. The comet wire was then connected to the ffr link for signal verification. The signal was not present as designed. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. No modulation or low modulation may affect signal strength and an issue of the equipment not being able to recognize zero or the device. Low modulation may be caused by wire damage, bad sensor or a cracked sensor face. This wire showed evidence of two kinks which may contribute to the no modulation. With no modulation or signal strength the pressure test could not be performed.

Event description:
Reportable based on analysis completed (B)(6) 2019. It was initially reported that the physician was unable to get the comet pressure guidewire to connect to the ffr link, and therefore could not get a pressure signal. Another of the same device was used to complete the procedure successfully with no patient injury. Returned device analysis revealed some slight peeling of the device coating.